Event description:
On 6/29/98 this pt underwent an open reduction and internal fixation of the right ulna and excision of the right radial head following a fracture distraction of right elbow. On 5/20/98 while walking she felt a pop and experienced sudden pain in the right arm. There is no history of injury to the area. X-rays in the physician's office revealed that the fracture had angulated and the plate had broken through one of the screw holes.